Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor did not output a signal to the monitor. This was discovered during inspection for use. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was not returned to olympus. However, the customer contacted olympus technical assistance support (tac) via phone and remote troubleshooting regarding the serial digital interface cable going from comp out to the serial digital interface in on the monitor. The customer informed tac of the event and was confirmed. The device will not be returned to olympus for evaluation. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device had incorrect cable settings causing the output issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.